Event description:
The customer contacted stryker to report that their device would not complete its initial boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The cause of the reported issue was determined to be a faulty v2 system pcb. It was concluded that the device can not be repaired. Stryker recommended that the customer remove the device from service and a replacement device be obtained.